Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a longer hospitalization time and exposure to fluoroscopy when the right atrial (ra) lead exhibited "irregular electrical test results" during multiple implant attempts. The lead was not used and a replacement used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.